Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the pump is gradually getting difficult to see in day light over the past 4 months. The pump was not available for review during the call to animas. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/7/2013-device evaluation:the insulin pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display lens. On investigation, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.